Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No hardware low level failures alarms are found in the formatted history files. Finally no vibrate anomalies were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer's blood glucose level was 104 mg/dl at the time of incident. The customer stated that the insulin pump had absence of alarm. The customer also stated that the insulin pump was randomly vibrating and not giving any kind of alerts. Customer's outcome pertaining to the complaint. Advised customer to discontinue use of the pump and revert to a back up plan. The insulin pump will be returned or analysis.